Manufacturer narrative:
The reported event could not be confirmed because the returned device does not provide evidence of any post-operative loosening issues. To verify this postoperative x rays would be required. The visual inspection of the returned device reveals that the cemented part of the proximal body is eroded and fell off from the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material manufacturing or design related problems were found during the investigation. Based on the current information the definitive root cause of the observed coating detachment cannot be determined. While the images exhibit characteristics that may suggest removal related to mechanical stress this cannot be confirmed at this point. Additional details are necessary to establish whether the coating loss occurred in vivo during the revision procedure or as a consequence of extraction forces. If any further information is provided the investigation report will be reassessed.

Event description:
The disengagement of assembly screw within proximal and distal body causing the proximal part of revive stem to become unstable resulting in revision surgery was reported. Also, porous coating of proximal part of stem has eroded/come off the stems surface. Patient had symptoms and heard an audible clunk, x ray of stem confirmed issue. Later, it was reported that: the pre op revision x ray taken on (B)(6) 2025 showing plasma spray proximal coating has eroded as well as the proximal body disassociating from distal body. The remarkable circumstances related to the event was mentioned as infection potentially but has not been confirmed yet. No further information was provided.

Event description:
The disengagement of assembly screw within proximal and distal body causing the proximal part of revive stem to become unstable resulting in revision surgery was reported. Also, porous coating of proximal part of stem has eroded/come off the stems surface. Patient had symptoms and heard an audible clunk, x ray of stem confirmed issue.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.